Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw not tightening was verified in the laboratory. Excessive medical adhesive added during manufacturing was found inside the atrial hex inset. The atrial setscrew could as a result of the medical adhesive not be tightened.

Event description:
It was reported that during implant it was not possible to tighten the setscrew on the atrial channel. The device was replaced.